Event description:
It was reported that a critical pump alarm due to ¿safe state occurred¿ was heard and was confirmed by telemetry. The healthcare provider (hcp) reprogrammed the pump but it went back to safe state. The hcp silenced the alarm but the patient called in stating that the pump was alarming again. The pump and catheter were both replaced on 2015 (B)(6). No patient symptoms were reported. Patient outcome was not provided. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Analysis of the pump, model# 8637-40, sn (B)(4), found high battery resistance.

Event description:
Additional information reported the patient experienced severe spasticity and pruritus. A pump reset occurred due to low battery. The event was not due to updating the pump, electromagnetic interference, or an MRI. Pump reprogramming was attempted, but the pump resumed in safe state after a few hours. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(6).